Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and discovered that the tip clamp on position #12 was damaged. This caused the tips to not fully seat. Fse replaced the tip clamp, plunger clamp and lld spring and verified repairs. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).